Event description:
Customer reported he was in the fill tubing process and when he pressed the act button, insulin does not come out. Customer stated there were no error messages because the screen seems frozen. Customer was able to resolve the issue. He stated he thinks he may not have been holding the act button correctly before. The insulin pump is working fine now. Customer's blood glucose was 254 mg/dl. He stated his blood glucose is high because he did not bolus enough for breakfast. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).